Event description:
It was reported that revision was performed due to pain.

Manufacturer narrative:
The cause of the revision was not included with complaint and could not be determined by the examination of the implant.